Manufacturer narrative:
Evaluated two open/used reservoirs. Inspected reservoirs reservoir, snap-cap, and septum for anomalies none were found. Ran occlusion test, reservoirs filled with diluent and connected to a new infusion set. Installed reservoirs and connector into pump. Performed a manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion the reservoirs were not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received alarmed no delivery and experienced high blood glucose level of 504mg/dl. Customer declined to troubleshoot for high blood glucose. Customer was assisted with infusion flow blocked alarm troubleshooting. Customer stated that they were reporting a past event that was resolved by changing complete set. The reservoir will be returned for analysis.